Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was caused by a dislodged component on the input/output printed circuit board (I/o pcb). The device investigation also discovered severed motor mount screws which may have contributed to the reported symptom. The I/o pcb, motor assembly, and motor mount screws were replaced.

Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.